Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a1059 mayfield skull clamp was reported to have an issue with the torque locking system (the torque screw is too easy to unscrew. It is loose). The following information was provided; the product not in contact with patient, no patient injury or death. The patient was anesthetized and the event led to an increase of surgery time of 15 minutes.